Event description:
Pt reported that device is generating repeated occlusion errors and the device has an inaccurate bolus history. Pt stated that an occlusion error was generated 2-3 minutes after a bolus delivery, then the pt checked the history and that bolus was not listed in the history. Pt made a 2nd (successful) attempt to delilver the bolus. Pt's blood glucose was not affected, and no treatment was received. Pt switched to back-up device.